Manufacturer narrative:
Device used for off label indication. The indication the device was used for was gastrointestinal/pelvic floor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a loss of stimulation in the last couple of months prior to the report. They were implanted for both bowel and bladder, but lately it had just been helping with the bladder. It was indicated that the patient had to increase stimulation up to 4v, sometimes 5v, before they could feel stimulation. The patient was currently at 2.1v. It was also reported that the implant would sometimes shut off on its own. They would notice no stimulation on occasion, so they would use the programmer to check the implant. They noticed that the implant had been shut off on its own. It was later mentioned that they were getting a zapping sensation in their left leg while lying down in bed. It was noted that this had happened a couple of times. There were no falls or traumas, but the patient indicated that they had lost about 100 pounds. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.